Event description:
Reporter stated that he bought a wheelchair for his father, who resides in an assisted living facility, on (B)(6) 2013. Upon his father's first attempt to be transported on it, the reporter alleged that the wheelchair tipped over and the arm rest as well as the handle to push the patient broke off. The reporter stated that the patient fell on the floor and suffered a cut to his arm. The wheelchair has since been returned.